Event description:
An endurant iis stent graft system was inserted but not implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. There was severe tortuosity and calcification in the iliac region. It was reported that the patient had poor access vessels, however evar was attempted. The endurant delivery system was inserted in the patient however could not be advanced to the intended landing zone and it was reported that the external iliac artery was perforated. The delivery system was then withdrawn from the patient and a non-medtronic device was implanted in the iliac artery to repair the vessel perforation. The physician concluded that evar was no longer feasible, and closed the femoral artery. After leaving the operating room, the patient died. The physician commented that the cause of the event was anatomy related, and that the calcification and tortuosity of the blood vessel were too severe. The cause of death was uncontrollable bleeding from the ruptured aortic aneurysm. The physician commented that the death was not related to the device. No additional clinical sequelae were reported.